Event description:
The problem involves the surgicount safety-sponge counting system. The system is supposed to count only barcoded sponges from the company. However, the device mistakenly also counts suture packs from ethicon and counts them as operating room towels. This error leads to an incorrect surgical count and has the potential for significant pt morbidity as operating room personnel proceed with protocols to address incorrect surgical sponge counts. The company was contacted and said they were aware of the problem for several months, but did not yet get around to contacting our hospital or the FDA.